Event description:
The pt received her scs system, including an ipg, on (B)(6) 2008. The pt contacted the MFR's technical services reporting she no longer had stimulation from her ipg. The pt was referred to her physician for further examination. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. According to the MFR's device registration system, the ipg remains implanted. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.